Manufacturer narrative:
Corrected information was provided in d1 (brand name), and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 57-year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock under cardiopulmonary resuscitation with a left ventricular end-diastolic pressure of 50mmhg prior to impella cp (in society for cardiovascular angiography and interventions shock stage c). He had a known history of coronary artery disease and presented with shortness of breath and the left heart catheterization showed a left main and left anterior descending coronary artery disease. During the intervention, the patient deteriorated and an impella cp was placed after the percutaneous coronary intervention via the right femoral artery. A substantial amount of blood in the endotracheal as well as the orogastric tube were noted. Additionally, urine became pink/red tinged. The patient was transferred to a higher care center. Before starting the transport, the patient suffered severe ongoing hematamisis (major bleed of the gastrointestinal tract) and pulmonary edema and needed to be manually ventilated by the ambulance care team to maintain saturations >80% on 14 of peep and 100% fraction of inspired oxygen (fio2). Arterial blood gas analysis revealed severe lactic acidosis. At the other hospital, the patient was cannulated for veno-arterial extracorporeal life support (va-ecls) and then scheduled for upgrade to impella 5.5. After reconfiguring the patient to veno-arterial-venous extracorporeal life support (vav-ecls), impella 5.5 was successfully inserted. On the second day of impella 5.5 support, the patient was still sedated and ventilated while lactate was trending down and vasopressors were started to be weaned down. An electroencephalogram was down. On the third day of impella 5.5 support, the patient was still sedated with an unknown neurologic status and lactates were again rising. On the same day, due to the poor prognosis, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella. The impella cp is coded for major bleed, hematuria, pulmonary edema, respiratory failure and organ failure, although onset of these severe adverse events may also be connected to the underlying disease instead of being connected to the impella cp treatment. Impella 5.5 will be coded for stroke. Overall evidence suggests a benefit of placing impella cp before revascularization, which was not done in this case. The patient deteriorated during or after the percutaneous coronary intervention, making the bail-out use of impella cp necessary. With an earlier use, the chances for survival might have been improved. The patient¿s decline and eventual death were consistent with the severity of underlying cardiogenic shock, and rather not device related, though death was conservatively coded. No impella cp malfunction, structural failure, or performance issue was identified, and device placement and function were documented as appropriate throughout support.